Event description:
Pt was revised to address pain. Intraoperatively, it was discovered that the femoral and tibial were loose with lysis present on both sides. Poly wear was also discovered.

Manufacturer narrative:
No products were returned for examination. A search of the complaint database did not show any other reports against the mfg lots. The investigation could not draw any conclusions about the reported event without the products to examine. The reported pt's physical stature) and activity level are possible contributing factors. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the products and/or additional information be received, the investigation will be re-opened.